Event description:
Bilateral knee stiffness [joint stiffness]. Bilateral knee pain [arthralgia]. Bilateral knee swelling [joint swelling]. Case description: spontaneous report was received on (B)(6)2011, from a (B)(6) male patient, initials (B)(6), with osteoarthritis. The patient's medical history was significant for the use of synvisc-one three times in past, each time requiring a cortisone injection for knee swelling. On (B)(6) 2011, the patient initiated treatment with synvisc (hylan g-f 20) injection of 2 ml in both knees. The batch lot number of synvisc was not provided. On the same day, eight hours after receiving the injection, the patient developed large amount of bilateral knee pain, swelling and stiffness. Ibuprofen, cortisone injection and ice were used to treat the events. The action taken with synvisc treatment was not provided. The outcome for the events of bilateral knee stiffness, bilateral knee pain, bilateral knee swelling was unknown. Concomitant medications were not provided. The intensity for the events of bilateral knee stiffness, bilateral knee pain and bilateral knee swelling was assessed as unknown. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.